Manufacturer narrative:
Precision testing was performed and the field service representative replaced the gear pump head. This event occurred in (B)(6).

Event description:
The initial reporter received questionable glucose results for an unknown number of patient samples from the cobas 6000 c 501 module. One example was provided of an initial result of 120 mg/dl and a repeat result of 89 mg/dl. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The field service representative found the gear pump gauge out of specification. Replacing the gear pump head and solenoid valve block resolved the issue. The root cause was determined to be missing maintenance.